Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant for a transcatheter aortic valve implantation using a flexnav delivery system. There was mild annular/valvular calcification present. The native aortic annulus had perimeter 76.4mm, area of 443.6 mm^2, average diameter of 23.3mm. During procedure, the first deployment of the valve was deemed too high. The device was re-sheathed and deployed in its second attempt into a good position and depth. The implant depth at deployment, or starting implant depth, was 3mm on non-coronary cusp (ncc) and 3mm on left coronary cusp (lcc). The implant depth at release was observed to be in the range of 2-4mm for the final implant depth. There was no tension in the delivery system at the time of final deployment. On final release of the device, the valve was observed to have moved forward into the left ventricular outflow tract (lvot). There was no interaction between the delivery system and the deployed valve. On final aortogram, the valve was deemed as too low in its final position. The migrated valve did not block any coronary arteries. There was a trivial leak noted on post-implant echocardiography. A post-implant balloon valvuloplasty was not performed. The patient had a left bundle branch block. The patient was discharged from the hospital.

Event description:
It was reported that on 09 march 2023, a 27mm navitor valve was chosen for implant for a transcatheter aortic valve implantation using a flexnav delivery system. There was mild annular/valvular calcification present. The native aortic annulus had perimeter 76.4mm, area of 443.6 mm^2, average diameter of 23.3mm. During procedure, the first deployment of the valve was deemed too high. The device was re-sheathed and deployed in its second attempt into a good position and depth. The implant depth at deployment, or starting implant depth, was 3mm on non-coronary cusp (ncc) and 3mm on left coronary cusp (lcc). The implant depth at release was observed to be 24mm for the final implant depth. This was an approximation based on the height of the 27mm valve and the depth when it migrated. There was no tension in the delivery system at the time of final deployment. On final release of the device, the valve was observed to have moved forward into the left ventricular outflow tract (lvot). There was no interaction between the delivery system and the deployed valve. On final aortogram, the valve was deemed as too low in its final position. The migrated valve did not block any coronary arteries. There was a trivial to mild perivalvular leak noted on post-implant echocardiography, and the gradient was 6 mmhg. A post-implant balloon valvuloplasty was not performed. On 10 march 2023, the patient had a left bundle branch block (lbbb). No treatment was performed for the valve migration or for the lbbb. The patient was discharged from the hospital.

Manufacturer narrative:
An event of device migration, paravalular leak, and arrhythmia was reported. Imaging was received from the field for examination, however the it is not able to be determined when in the procedure the depth of placement changed from ~3mm to ~16mm. The imaging received showed a partial deployment of the valve and the final implant depth of the valve. Information from field indicated that there was no interaction with the delivery system upon release of the device and no tension in the delivery system upon deployment, that the patient had mild calcium distribution, that the valve was attempted to be implanted at the appropriate depth of 3mm and that no difficulty retracting or deploying the valve was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.h6 health effect - impact code: code 4648 removed